Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarm was cleared by reloading the cartridge. Additionally, it was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. The customer's blood glucose level was 280-399 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.